Manufacturer narrative:
Technical support recommended the account replace the head drive. Repairs have not been completed.

Event description:
The account alleged head of the bed will drift slowly if raised.